Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the device hose was damaged and was leaking a liquid. The device also failed pretests for hose assessment and oil leak assessment. It was not reported if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error.